Event description:
It was reported via a journal article: title: risk factors for relaparotomy after a cesarean delivery: a case-control study. Author(s): uri amikam, yael botkovsky, alyssa hochberg, aviad cohen, ishai levin, yariv yogev, liran hiersch and anat lavie. Citation: amikam et al. Bmc pregnancy and childbirth (2024) 24:284; https://doi.org/10.1186/s12884-024-06455-6. The objective of the study was to ascertain the incidence of a relaparotomy after a caesarean delivery and to identify risk factors for its occurrence, at a single tertiary center. Between january 2013 and october 2023, 130 women who had a relaparotomy up to 6 weeks following a caesarean delivery were included in the study. Maternal characteristics, obstetrical and surgical data were compared to a control group in a 1:2 ratio. Controls were women with a caesarean delivery before and immediately after each case in the study group, who did not undergo a relaparotomy. Included were caesarean deliveries occurring after 24 gestational weeks. In the study group, the maternal mean age was 35.7 ± 4.7 years, pre-pregnancy mean bmi was 23.9 ± 4.7 kg/m2 and mean gestational weight gain of 12 ± 6 kg. 52 patients in the study group and 36 patients in the control group used a hemostatic agent such as a competitor gelfoam (manufacturer: pfizer) and surgicel (ethicon) during the caesarean delivery. Reported complications included an unspecified event in which the use of a hemostatic agent was significantly associated with the need for relaparotomy (n=?). In conclusion, we detected several pregnancy, intrapartum, and intra-operative risk factors for the need for relaparotomy following a caesarean delivery. Practitioners may utilize these findings to proactively identify women at risk, thereby potentially reducing their associated morbidity.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article, therefore no product will be returned for analysis and the manufacturing record evaluation cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number(s). 2. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative patient consequences described in the article? 3. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? 4. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. 5. Can specific patient demographics: initials; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? Citation: amikam et al. Bmc pregnancy and childbirth (2024) 24:284; https://doi.org/10.1186/s12884-024-06455-6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.